Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend was identified (several complaints for the same lot number) and an investigation has been performed. The analysis of the products did not confirm a failure of the products to meet the defined specification, nor could a malfunction be affirmed. Review of event description: an allofit shell impactor (ref: 01.00469.002 lot: 13.821219) has been received. It has been reported that during surgery the instrument broke at the welding point. There was no risk or harm to the patient, the surgery was continued with another impactor. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: a detailed visual inspection has been performed. The broken instrument shows a highly deformed handle bar. An used unbroken instrument from lot 13.821219 was compared to the returned broken instrument. It can be seen that the returned product's handle is significantly deformed, mainly in the upper area. This indicates that extraordinary forces did act on this instrument. The completely detached handle and its breakage surface were inspected. The handle bar with press fit shows a fatigue fracture because of dynamic bending load. After the breakage of the welding, the instrument was still used for further implantation until the complete connection pin with a diameter of 12mm broke. The handle's broken connection pin remains rigidly fixated within the detached shaft. This proves that there was sufficient press fit (as defined on the instrument drawings) between the two components (handle and shaft) so the weld did not have to bear all the forces acting. Additionally an unknown code ¿abts1534¿ can be found laser marked onto the instrument close to the broken weld seam. This code is not specified on the instrument drawing and it has not been placed on the instrument by the original manufacturer of the instrument ¿innotool & greminger¿, but by a third party. A non defective part from the lot 13.821219 has been withdrawn from the market as part of the investigation. Also this impactor was cut and examined by zimmer (B)(4) to evaluate if the connection area between the instrument's handle and shaft, including the weld seam, has been produced according specification. This article's weld seam is of good quality. It fullfills the specifications on instrument's drawing. No pores, inclusions or shrink holes and no signs of corrosion can be detected. For the returned and broken device, no meaningful weld seam measurements can be conducted as it is completely broken. Still the broken handle was cut to evaluate the cross section of the broken welding. The welded area shows no abnormalities. However, compared to the non-defective part, it appears that less welded material is visible on the returned broken instrument's handle. The DHR for this lot indicates that all components met all specifications. Review of product documentation: - compatibility: no compatibility check can be performed as only one product has been reported. - the IFU states on page 1: ¿do not alter a device in any way unless this is expressly envisaged in the design and in the surgical technique.¿ root cause analysis root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance =>not possible. The deformed handle, dents and scratches indicate the impactor has been treated with excessive forces. Additionally, an unknown code ¿abts1534¿ can be found laser marked onto the instrument close to the broken weld seam. This code was applied after the impactor has been reworked by a third party/ an external technical service provider. An additional process step or a rework of the instrument is against the IFU and might have had a negative effect on the weld and the instrument's behavior. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible, as according to the material compatibility specification the material has been tested. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible, as no signs of corrosion can be detected. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as the impactor's handle is completely broken, it cannot be used with the mating implant. - instrument breaks or deforms due to off-label / abnormal-use => possible, as the deformations visible on the instrument¿s handle indicate that the instrument was used with unusual high forces. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as no further information about the use of the device was provided, this point cannot be excluded. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. However, an exact root cause could not be determined. The DHR indicates that there was no production issue for this lot. Material research's examination found no prove for a low quality weld seam or a missing press fit between the instrument's handle and shaft. Further the deformed handle, other dents and scratches indicate the impactor has been treated with excessive forces. It also has to be mentioned that an unknown code ¿abts1534¿ can be found laser marked onto the instrument close to the broken weld seam. This code was applied after the impactor has been reworked by a third party/ an external technical service provider. Even if it cannot be said what exactly was done there, this is against the IFU and might have had a negative effect on the weld and the instrument's behaviour. The trend investigation concludes that the broken weld shows no abnormalities regarding shape and condition. It remains unclear why it broke. Possibly extraordinary high impaction/torque force on the instrument during operation or an incorrect/ off-label use caused the reported failure. Analysis of the product did not confirm a failure of the product to meet the defined specification, nor could a malfunction be affirmed. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The device has been received and the investigation has been initiated. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon used the allofit, impactor, curved and the instrument broke at the welding point. Surgery was continued with another impactor. There was no risk or harm to the patient. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.